Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref (B)(4) unknown lot number was performed by the verification of complaints history. Customer reported a suspected false positive sample when using the bd sars-cov-2 reagents for bd max¿ system, even if environmental monitoring and a laboratory cleaning were done in october. No kit lot was provided for the investigation. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Without any data, no analysis was possible and the root cause could not be identified. Bd was unable to confirm the customer issue. Based on the investigation, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for bd sars-cov-2 reagents for bd max¿ products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that while testing with the bd sars-cov-2 reagents for bd max¿ system, 3 false positive results were obtained. Repeat testing was performed, and the results were negative. Original results were reported out and then corrected after repeat testing. There was no report of patient impact. Eua (B)(4). The following information was provided by the original reporter: customer states they had a possible contamination event on (B)(6) 2021, when one specimen was positive for both targets but three specimens around it were positive to just n1. Customer reviewed the curves with mas and noticed that CT was above 35 and contamination was suspected. Customer repeated the three specimens in question and they repeated negative.

Manufacturer narrative:
Eua #: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd sars-cov-2 reagents for bd max¿ system, 3 false positive results were obtained. Repeat testing was performed, and the results were negative. Original results were reported out and then corrected after repeat testing. There was no report of patient impact. Eua #: (B)(4). The following information was provided by the original reporter: customer states they had a possible contamination event on (B)(6) 2021, when one specimen was positive for both targets but three specimens around it were positive to just n1. Customer reviewed the curves with mas and noticed that CT was above 35 and contamination was suspected. Customer repeated the three specimens in question and they repeated negative.